Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient complained of pain in his right abdomen and right pectoral muscle. Therefore, the patient was brought into the clinic for evaluation and twitching was observed when atrial pacing therapy was being delivered. There was no atrial capture or sensing and elevated threshold measurements were noted. A revision procedure was performed and the lead was removed from service. No additional adverse patient effects were reported.